Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 5 months post implant of this 20mm aortic mechanical valve implant, it was explanted and replaced with a 23mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.